Event description:
The customer reported a speaker malfunction. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. In an abundance of caution, we will report this incident.

Manufacturer narrative:
(B)(4). Philips is still in the process of obtaining add'l info and the complaint is still under investigation. A final report will be submitted once the investigation is complete.